Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been in the hospital and yesterday her blood glucose was 576 mg/dl. Customer's blood glucose was 432 mg/dl this morning. Customer was having severe neuropathy pain and her blood glucose was in the 500's mg/dl consecutively. Customer called a doctor who told her to go to the ER. Customer was hospitalized with blood glucose of 484 mg/dl. Customer reported the following symptoms: vomiting, shaking, dry mouth, headache, nausea, and throwing up electrolytes. Customer stated that she is currently experiencing the same symptoms and does not want to treat her current blood glucose. Customer stated her blood glucose was in the 500's mg/dl at the time and it was 490 mg/dl an hour and a half ago. Customer reported a hospitalization on (B)(6) 2016 due to high blood glucose and leukocytosis. Customer was released on friday with blood glucose of 258 mg/dl. Customer treated with (B)(6) units. Customer was wearing the pump at the time.